Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 1908326:(B)(4) items manufactured and released on 08-jan-2020. Expiration date: 2024-12-15. No anomalies found related to the problem. To date, 40 items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary surgery the patient joint was revised for cup dislocation from the acetabulum bone. The surgeon revised successfully the patient cup and liner.